Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that she removed a scab from where her interstim lead was implanted and pus came out. A culture was taken from the lead site and determined to be mrsa. The patient received rifampin and daptomycin to treat the infection. No further complications have been reported.